Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 54mg/dl. Low bg levels were treated by eating carbohydrates/ juice. The customer's contact declined troubleshooting, but indicated that they were in communication with a healthcare provider for assistance.